Event description:
A tandem mobi cartridge alarm was reported by the caller, and a malfunction 12 alarm occurred simultaneously. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. After the malfunction 12 alarm and pump reset, the issue did not reoccur, and no further technical support was performed.